Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. It was had been stored against the customer's bare skin. The customer is pregnant. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. Insulin pump received with cracked case at display window and minor scratches on lcd window.